Manufacturer narrative:
The sample was received on 19 may 2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)

Event description:
The nurse in the (B) (6) lab inserted the catheter into the right forearm of the pt. After inserting the catheter, she removed the needle and connected the extension set. Once she began flushing the device, she noticed the fluid was going everywhere. She saw that the catheter had broken and remained in the pt. The catheter has not been located and though it had migrated to a spot where it needs to have checks every two to three weeks. The female pt has continued to receive x-rays and has been referred to obtain a second opinion from another hosp.